Event description:
It was reported on (B)(6) 2013, the patient's scs lead was repositioned due to ineffective stimulation. It was also reported the patient was "doing well" post-operative and was receiving effective stimulation. Further investigation identified an sjm representative was unable to obtain effective stimulation with reprogramming during the post-operative f/u appointment. Subsequently, add'l reprogramming is pending following the resolution of surgical swelling.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.